Manufacturer narrative:
The lot number was not provided and the manufacturing records could not be reviewed. This is the final supplemental report, the complaint is closed.

Event description:
Notifed by representative (B)(6) that a patella clamp arm broke and came apart during a procedure and the clip that holds the round plastic section on the arm was left in the wound. It went unnoticed during the procedure but was shown on a post-op x-ray. They were in the process of cementing the patella when the round plastic part popped out. Lot code is unknown as the clamp arm was discarded. [Customer].

Event description:
It was reported that a patella clamp arm broke and came apart during a procedure and the clip that holds the round plastic section on the arm was left in the wound. [Customer]